Manufacturer narrative:
Device was returned with the complaint for review. Visual inspection confirmed that a small piece of the center post has fractured off of the device. Scratches and nicks are present on the anterior surface. The lot was manufactured on july 7, 2014 and has therefore been in the field for approximately one year and 10 months. It is unknown for how many times the device is being used. These devices are used for treatment. Visual inspection confirmed that a small piece of the center post has fractured off of the device and that scratches and nicks are present on the anterior surface. This device was confirmed to be manufactured before design modification and was part of a re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during cleaning.